Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description said that customer sent a photo could you please add to the system? Could you please confirm if we will receive samples, in product return status said availability unknown? Could you please provide the lot number?

Event description:
It was reported that on an unknown date it was noted that there did not seem to be a date on the internal packaging. It was not reported if this was found during a patient procedure. There were no adverse patient consequences reported. Additional information was requested.